Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm with no cassette attached. No patient injury reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. It was received with a bubbled downstream occlusion sensor, dso and missing smiths tamper seal label. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed evidence of several high alarms displayed. To further investigate, a functional test was performed. Customer problem was duplicated. There was a cassette not attached properly error alarm when closing the latch handle even when a cassette is not attached. It was determined to be due to the dso sensor not operating as intended. The dso sensor will be replaced. No actions taken.